Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had an air bubbles. The customer¿s blood glucose was unknown. The customer stated approximate size of air bubbles was 1/2 inch to 2 inches. Troubleshooting was performed for air bubbles and noticed that customer did allow for insulin to warm to room temperature prior to filling reservoir. The reservoir will be returned for analysis.